Event description:
It was reported that the physician became concerned with the patient's vitals after being sedated when the patient was flipped over to their stomach prior to making the incision. The physician decided not to continue with the procedure, and the patient was stable immediately after.